Event description:
It was reported that during a supply change and attempted rewind, the ilet displayed repeated ¿unable to proceed¿ messages with an alert 38 motor stall, which persisted after a device restart and also occurred during a dry run without supplies, indicating a mechanical problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and the user relied on an alternative insulin therapy until a replacement arrived. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified consistent with a stalled motor during rewind. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.